Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information provided from the field indicated this pacemaker was explanted later in time due to a therapy upgrade/downgrade. No further allegations were made against it in relation to this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was exhibiting a different threshold measurements when performed in automatic versus manual. In automatic the thresholds are 0.9 volts (v) and when done in manual the value is 1.4v. It was reported that the patient recently experienced a fall so the field was concerned about the potential of loss of capture. Some farfield oversensing also noted. At this time the pacemaker has been reprogrammed and remains in service. No additional adverse patient effects were reported.